Manufacturer narrative:
Analysis of the pump identified a stall due to shaft bearing with corrosion and/or wear and/or lubrication in the gear train. The pump was programmed to deliver sufenta [350 mg/ml] at a daily dose of 194.88 mg/day, bupivacaine [23.6 mg/ml] at a daily dose of 13.141 mg/day, and clonidine [236.0 mg/ml] at a dose of 131.41 mg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an intrathecal drug delivery pump. The indications for use of the pump were a cerebrovascular accident (cva)/depression after stroke (das) system and intractable spasticity. It was reported that the pump was explanted, and there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.